Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during two or three cataract procedures, the console intermittently locks. In all the cases, the system was switched out to complete surgery. There was no patient harm.

Manufacturer narrative:
The system was received and a visual assessment of the returned sample found no visual conformities. The system was then tested and met all product specifications. The system was manufactured on october 10, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).